Event description:
Following an atrial fibrillation and ventricular extrasystole procedure the patient expired. While the catheters were removed from the patient a cardiac effusion was noted. A transesophageal echocardiogram was requested to confirm a perforation had occurred. Additional surgery was required to attempt repair of the perforation. The patient expired the day of the ablation procedure. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac effusion may have been procedural related. The device history record was not reviewed as the batch number was not available.